Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination confirmed that the hypotube was broken 212mm distal to the strain relief. It was also noted that the hypotube was kinked in the vicinity of both break sites and at various other positions across its length. No issues were noted with the crimped stent, balloon and tip sections of the device. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 2.75x30mm, eccentric target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). After predilatation was performed with a 2.5x10mm non-bsc balloon catheter, a 38 x 2.75mm taxus¿ liberté¿ long stent was advanced to treat the lesion. The physician then encountered resistance and it was noted that the stent was damaged. The device was removed and exchanged with a 2.75mm x 20mm liberté¿ stent which also failed to cross the lesion. The procedure was not completed as the physician might do a rotational atherectomy. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 2.75x30mm, eccentric target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). After predilatation was performed with a 2.5x10mm non-bsc balloon catheter, a 38 x 2.75mm taxus¿ liberté¿ long stent was advanced to treat the lesion. The physician then encountered resistance and it was noted that the stent was damaged. The device was removed and exchanged with a 2.75mm x 20mm liberté¿ stent which also failed to cross the lesion. The procedure was not completed as the physician might do a rotational atherectomy. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).